Event description:
It was reported that the pacemaker system exhibited high impedances out of range on this right ventricular (rv) lead. The plan is to monitor until pacemaker is explanted. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).